Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery does not have a full capacity only after being used twice. There was no report of patient involvement.